Manufacturer narrative:
Concomitant medical products: product ID: 977c265, serial# (B)(4), implanted: (B)(6) 2022, product type: lead. Other relevant device(s) are: product ID: 977c265, serial/lot #: (B)(4), ubd: 19-jul-2026, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient was admitted after having increased abdominal pain on her right side. The provider prescribed her morphine and her programs were adjusted. Patient also feels stim at the top of the lead in her breasts and the right side of the lead when programmed gets her abdomen.